Event description:
It was reported that the patient developed bacterial driveline infection on (B)(6) 2022. The patient was admitted on (B)(6) 2022 and was hospitalized until (B)(6) 2022. The patient was treated with antibiotic administration. A computed tomography scan showed an inflammatory change in the left abdominal wall near the driveline. The driveline itself had no issues and the patient properly cared for the exit site.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.